Event description:
Caller reported that pump quick bolus and wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper pressing technique and confirmed the pump screen could eventually be turned on. However, due to the persistent issue, the pump was replaced by the company, with the customer continuing to use the current pump as backup therapy. The customer was also instructed to return the problematic pump with a pre-paid label within 10 days and understood how to put it into storage mode.